Event description:
It was initially reported that the physician's was having issue with his programming system. The company representative was able to isolate the issue to a serial cable. The serial cable was returned tot he manufacturer for evaluation. Product analysis is planned but has not been completed.